Event description:
A battery failure was reported. Based on the information provided, the device was not in patient use at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The authorized service provider (asp) determined that the battery needed to be replaced. The asp replaced the battery, and the issue was resolved.